Manufacturer narrative:
Additional information received indicated the device embolized, percutaneous retrieval was attempted but failed requiring surgical removal. There were no concerns with the device.

Event description:
The "asd hole side is too soft". The implant failed requiring surgical removal of the device.

Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft break occurred. Access was obtained via the radial artery. The 90% stenosed, 2.5x30mm concentric target lesion was located in the moderately tortuous and non-calcified distal left circumflex (lcx). A 2.0x20mm apex balloon catheter was advanced to the lesion for predilation; however, the device was unable to cross the lesion. The physician removed the device from the patient and noticed that the shaft of the device was broken. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as stable.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure.